Event description:
Additional information was received from the patient representative. They reported they were running into issues with recharging again. Caller stated they would normally charge and it would take 20-25 minutes and then the charge time started to get longer and longer. Caller stated the first time this happened was maybe in 2022 and that they'd met with a [manufacturer] "nurse" (caller could not confirm if the "nurse" was a manufacturer representative) and that the nurse ran the devices. Caller stated the nurse adjusted the patient's program and then the issue resolved and it worked "good for quite awhile" but probably starting a couple months ago (in 2024) it started to take longer to charge the ins again. Caller stated like 55 minutes. Caller stated the patient hadn't changed the settings at all and that another time it only took 30 minutes but 55 minutes like it was now taking was too long. Patient services reviewed with the caller to call back when they were charging the patient's ins to troubleshoot the issue. The caller stated they "would" callback the next time they went to charge the patient's ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Previous g3 date was incorrect - should instead be 2024-may-13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that the patient rep indicates that they started having trouble with the charging of the implant on november 25, and it has gotten worse. The last time they charged, it took over an hour and a half to charge. Prior to that they were charging weekly in about 20 mins. The patient rep did not have the equipment with them at the time of the call and will be calling back with the equipment for further troubleshooting. Discussed monitoring the connection and the starting charge %. The patient rep was not using the app when charging. Asked the patient rep if they had recently made any adjustments to the settings and the caller reported that it had not been working for bowel, so they made an adjustment with a manufacturing rep and that resolved the issue. Reviewed impact of settings on charge interval. The patient rep also commented that they do not use the charging belt because they could not get it to work with using the belt. The patient's medical history included that the patient had a knee surgery about 2 weeks ago and the healthcare provider told them they did not have to turn the therapy off for the surgery because it would not hurt the implant at all. Reviewed that if electrocautery is used, therapy should be turned off. Additional information was received from the patient representative. The caller called back again. Walked caller thru using the app. The caller saw 40% and excellent connection. The battery % incremented to 50% while on the call. Reviewed with the caller that appears normal. Reviewed general recharging information. The caller still believes something is wrong, based on charge duration. Redirected to hcp. Caller reports that if they call the hcp when they are having issues (see previous reports), the hcp redirects to medtronic. Emailed medtronic rep.